Manufacturer narrative:
The production device history record (DHR) for this iabp unit is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. The stm that found the issue replaced the touchscreen to resolve the issue. The iabp passed all calibration, functional and safety tests performed and was returned to customer and cleared for clinical use. The initial reporter named is a getinge employee who has different contact details from that of the event site, and has the following contact information: (B)(6).

Event description:
During a scheduled preventive maintenance (pm) by a getinge service territory manager (stm), it was found that the touchscreen of the cardiosave intra-aortic balloon pump (iabp) was working intermittently. There was no patient involvement and no adverse event was reported.